Event description:
Initial sapien 3 valve landed too aortic and migrated from position.as reported by our affiliate in italy, during a transfemoral tavr procedure, during the deployment of a 29 mm sapien 3 valve, the pigtail jumped to the coplanar view, resulting in the valve landing too aortic. The decision was made to implant a second sapien 3 valve. During the balloon inflation for the second valve, the pacemaker moved, resulting in the implant of the valve near the position of the first valve. A third valve was then implanted in annulus in good position with no paravalvular leak (pvl) or conduction block. During the deployment of the third valve, the two previously implanted valves migrated. Using the commander delivery system balloon, the team moved the first two valves to a safer area. The valves were dragged to the left subclavian artery and implanted there. The valves remain implanted.

Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available. This is one of four manufacturer reports being submitted for this case.

Manufacturer narrative:
This is one of four manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2022-06875, applicable to valve embolization, related manufacturer report no: 2015691-2022-06877 applicable to valve embolization, related manufacturer report no: 2015691-2022-06914 applicable to coronary obstruction, related manufacturer report no: 2015691-2022-06988 applicable to valve embolization.

Manufacturer narrative:
Corrected information: section b5 - event description.

Event description:
Additional information regarding the event was received. Prior to the transfemoral tavr procedure, the patient presented with calcifications along the femoral arterial axis, ascending aortic dilatation and acute arch. The angiography was not clear during the deployment of the 29mm sapien 3 valve, resulting in the valve being deployed in the aortic root. It was determined that the pigtail jumped to the coplanar view and lead to the malposition of the valve. Massive regurgitation was noted with hemodynamic instability and the patient arrested. It was decided to implant a second valve, as the position of the first was too aortic. During the deployment of the second valve a loss of capture and an extrasystole, the second valve embolized to de same position as the first valve. Finally, a third valve was implanted in the annulus in good position (60:40) without regurgitation. During the full opening of the balloon, the two previous prostheses embolized. Using a commander delivery system balloon, the two embolized valves were dragged to the left subclavian artery and fixed there. Right coronary flow issues were reported due to the valve embolization. Manipulation of the valves also resulted in an ascending aortic dissection. Open heart surgery for a coronary bypass, was performed. It was also reported that during the procedure, complete heart block occurred. No information regarding actions taken was provided. The patient was transferred on ECMO and expired 4 or 5 days post procedure.

Manufacturer narrative:
Corrected information: section h6 additional information: section h10 the sapien 3 valve was not returned to edwards lifesciences for evaluation as it remains implanted in the patient. Without the device, visual inspection, functional testing and dimensional analysis could not be performed. Review of the provided case imagery revealed the initial valve was deployed too high/aortic. The second sapien 3 valve also landed too aortic. The first two valves embolized into the ascending aorta during the deployment of the third valve. Final imagery revealed two valves in the ascending aortic annulus, one valve in the aortic annulus and an impella in the descending aorta. Case imagery review revealed the initial valve was deployed too high / aortic. The second valve, deployed during the valve in valve, was also deployed too high. During the deployment of the third valve, the first two valves embolized. Malposition of two s3 valves too aortic causing significant regurgitation and consequent embolization during deployment of third s3 valve in the aortic annulus. Previous viv remained in aortic arch. Aortic dissection not clearly visualized on clips provided. Device history review (DHR) review was performed for the components most relevant to the reported event. The work orders did not reveal any manufacturing non-conformances that could have contributed to the reported event. Lot history review was not required as the complaint was not confirmed. Per the instructions for use (IFU), valve malposition requiring intervention is a known potential adverse event associated with the transcatheter valve replacement (thv) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to malposition, including improper positioning before deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky/severely calcified leaflets, preserved ejection fraction, significant annular calcification, loss of pacing capture, rapid deployment, the release of stored tension during deployment, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor in the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for malposition (i.e. Minimal leaflet calcification, severe septal hypertrophy), bv may indicate potential balloon movement during valve deployment per the instructions for use (IFU), valve malposition and embolization are potential adverse events associated with the transcatheter valve replacement (tvr) procedure and the use of the edwards thv devices. Per the instructions for use (IFU), valve regurgitation is a known potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement (thv) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to valve regurgitation including, but not limited to, malposition of the valve, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, a severely elliptical annulus shape, valve under-sizing. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. The patient screening manual instructs the operator on proper native valve leaflet assessment, taking into consideration the length, bulkiness, and distribution of calcium on the native leaflets to determine whether valve performance will be impaired. Per the instructions for use (IFU), regurgitation is a potential adverse event associated with the transcatheter valve replacement (tvr) procedure and the use of the edwards thv devices. The complaints for 'malpositioned thv', 'deployed valve exhibits regurgitation ' unknown', and 'thv embolized into aorta' were unable to be confirmed due to unavailability of applicable imagery/medical record. A review of DHR did not identify any manufacturing non-conformances that would have contributed to the reported event. Additionally, no IFU/training manual inadequacies were identified. During the manufacturing process, all sapien s3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect contributed to the event. Per the instructions for use (IFU), valve malposition requiring intervention is a known potential adverse event associated with the transcatheter valve replacement (thv) procedure. Per procedural training manual, 'ensure fluoroscopic view used for deployment is the coplanar view where inferior aspect of all 3 cusps are on same plane' and 'if positioning is difficult using fluoroscopy alone, consider using both fluoroscopy and tee. In this case, the thv was unable to be clearly visualized due to thoracic impedance, as noted. Inflating the balloon without adequate visualization of the thv position caused the valve to be placed/deployed higher than intended (too aortic). Extrasystole is a heartbeat outside of regular heart rhythm. It is likely that the extrasystole disrupted rapid pacing during deployment of the second valve. Rapid pacing disruption can result in loss of capture via sudden delivery system movement, which may cause the partially deployed balloon/valve to get pushed back into aorta (e.g. Embolizing into aorta). In this case, the push force exerted on the first thv, via sudden movement of delivery system and second thv, likely caused it to dislodge from the aortic root. Per the instructions for use (IFU), coronary flow obstruction is a known potential adverse event associated with the tavr procedure. The IFU cautions that safety and effectiveness have not been established for patients with bulky calcified aortic valve leaflets in close proximity to coronary ostia. In addition, it warns that caution should be exercised in implanting a bioprosthesis in patients with clinically significant coronary artery disease. Coronary obstruction can result in myocardial ischemia or infarction due to obstruction of the coronary blood flow and may require intervention (e.g. Percutaneous coronary intervention (pci)). Multiple patient factors could put the patient at risk for coronary flow obstruction during the thv procedure, including significant underlying coronary artery disease and bulky calcification of the native leaflets and root. Displacement of calcium deposits with embolization of debris into one of the arteries, or aortic dissection with continuity of the rupture into the intima of one of the coronary ostia, can result in this complication. Additionally, minimal distance between the native annulus and the coronary ostia, bulky calcification, long native leaflets, and obliterated coronary sinuses. Procedural factors such as torn native leaflet during bav, plaque shift, deployment of the bioprosthetic heart valve too aortic, and significant valve over sizing could also contribute to this complication. The edwards thv training manuals advise the operator on pre-procedure assessment of the aortic valve, root, and coronary anatomy. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. The physician is instructed to evaluate this risk early in the patient screening process in all patients the following factors should be considered: degree of calcification on leaflets, annulus to coronary ostia distance, length of the valve leaflet, width of the valsalva sinuses, movement of the leaflets during bav, patency of coronaries during bav, and expanded height of the intended thv. The training manuals also provide the following tips for detecting risk for left main occlusion: (1) aortogram or tee before thv implantation to reveal bulky calcified leaflets; (2) during pre-dilatation, note bulky calcification on valve moving towards ostium on left main ; and (3) consider aortogram during valvuloplasty to assess coronary flow. The edwards thv manuals also advise the operator on pre-procedure assessment of the aortic valve, root, and coronary anatomy. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. Per the instructions for use (IFU), (add adverse event name) is a potential adverse event associated with the transcatheter valve replacement (tvr) procedure and the use of the edwards thv devices. In this case, there was no allegation or indication a product malfunction contributed to these adverse events. Investigation results suggest in addition to the procedure itself, patient factors (extrasystole) likely caused or contributed to the valve malposition and regurgitation. The malposition of the valve may have contributed to the reported coronary obstruction. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.